Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported patient effect(s) of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems (eecss) instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. The 2.75x18mm xience sierra stent delivery system (sds) was implanted; however, a distal edge dissection occurred. Another xience sierra stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.